Event description:
The final distributor of this product informed a heartsine technologies rep that she had learned that on the day before a samaritan automatic external defibrillator (AED) was being used on a pt in cardiac arrest, that the AED advised a shock, and that, while charging, the AED then announced a fault warning and shut itself off. She stated that she was told that an ambulance crew arrived at the same time, and that they applied a separate manual defibrillator and successfully defibrillated the pt.